Event description:
It is reported that a customer experienced high blood glucose of over 400 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but found that she did not have a tubing clamp. A tubing clamp was sent to the customer and was advised to call back to finish trouble shooting once they had received it. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.